Event description:
The reporter contacted animas on (B)(6) 2012, indicating that the patient experienced elevated blood glucose levels (370 mg/dl) with moderate ketones. The reporter indicated that the pump emitted a call service alarm and the patient was able to clear the alarm. The reporter indicated that they believe the call service alarm could have caused the elevations but it also could have been caused by the patient miscalculating their food. This report is being made based on the allegation that the patient experienced elevated blood glucose levels with ketones, potentially related to delayed response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap and cartridge cap was not returned with the pump for investigation. Test caps were used to complete the investigation. Review of the black box data revealed records beginning (B)(4) 2015. Due to continued patient use, data and history from the date of the alleged issue had been overwritten. There was no record of the alleged call service alarm in the black box data or alarm history. On investigation, the pump was exercised for 29 hours without the occurrence of errors, warnings or alarms. The alleged call service alarm was not duplicated on investigation. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump was found to be delivering accurately and within the required specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.